Event description:
Patient was hospitalized in 2004 in vascular surgery of a hospital affiliated to a university as patient has difficulty walking on right lower limb for 3 years. Patient was diagnosed to have "right popliteal artery oblieration right popliteal atheroscerosis obstruction". The doctor treated the patient with pta balloon and then intracoil stent on to 3rd day, the operation was successful. The patient was given anticoagulation and other relative treatment.6 days later this patient was discharged, and did regular follow-up examination. In about 2 1/2 months later the patient took an x-ray examination, and was found that the stent was broken into two parts.